Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio set to off and vibrate was on however insulin pump had audio and there was no vibrations at all. The customer¿s blood glucose level was unknown. Customer performed self test and hardware low level failures alarm occurred. Customer cleared the pump error and insulin pump had failed battery test. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1 to 5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. Device passed the sleep current measurement and active current measurement test. No failed battery test alarms noted during testing. Device functioning properly.